Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Approximately one hour post procedure, the patient experienced a cva in recovery. The code was called, and the patient was sent for computed tomography (CT) imaging. CT imaging showed a frontal lobe cva, but not an intracranial hemorrhage. The patient was given tissue plasminogen activator (tpa) in response to the cva. The patient was extubated 24 hours following tpa, and was recovering well. The patient was sedated in the hospital as of three days post procedure. No further information was provided.

Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Approximately one hour post procedure, the patient experienced a cva in recovery. The code was called, and the patient was sent for computed tomography (CT) imaging. CT imaging showed a frontal lobe cva, but not an intracranial hemorrhage. The patient was given tissue plasminogen activator (tpa) in response to the cva. The patient was extubated 24 hours following tpa, and was recovering well. The patient was sedated in the hospital as of three days post procedure. No further information was provided. It was further reported that the patient was discharged to rehabilitation 16 days post procedure.

Manufacturer narrative:
B5: describe event or problem - updated. B7: other relevant history - updated.